Event description:
It was reported per field service report: symptom - key pad or key board error reported. Also 20 minute alarm followed by power down. Findings/action taken: had a display head and battery sent in and power switch with cable. The biomed technician replaced both display and battery, then replaced switch and cable. Ran acat1+ pump and returned to service.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.